Manufacturer narrative:
Date rec¿d by MFR : 28jun2019, date of report : 22jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse installed the battery and plugged in the main power supply; however, the battery would not charge. The fse replaced the battery and the issue was resolved. The battery charged normally and the device was fully functional. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.